Event description:
Facility reported complaint for error message (e-3). Facility's patient had been experiencing symptoms (symptoms not provided). While at the facility, the patient passed out; facility had been unable to obtain a blood glucose test result on the meter, it kept showing the e-3 errors. The facility called paramedics, who had tested the patient and obtained a low blood glucose test result (result was not provided), the patient was then taken to the hospital. The product is stored according to specification in the office. The test strip lot manufacturer¿s expiration date is 05/13/2026 and open vial date is 02/13/2025 (expired). The customer did not have another vial of test strips that had been stored and handled correctly. Facility is using true metrix meter; replacement true metrix pro products were sent to the facility.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to facility seeking medical attention. Meter and test strips were returned for evaluation. Product testing was performed and no defect found. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-030: user applied blood to strip before inserting strip into meter. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.